Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: a female patient was implanted with lcp-df plate and screw on (B)(6) 2012. It was discovered on an unknown date the plate broke due to pseudoarthrosis. Patient was returned to the operating room on (B)(6) 2012, hardware was removed, patient was revised to a longer plate and screw. Post op x-rays were ok.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.